Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a pericardial effusion occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. A watchman access system was positioned in the left atrium with a non bsc 5fr pigtail catheter. With the pigtail catheter against the wall, contrast was injected and observed entering into the pericardium. The pericardial effusion was noted to be small/minimal and no intervention was required. The patient was asymptomatic and stable. They do not believe there was an effusion prior to the case, although it was not confirmed. The case was aborted and will possibly be rescheduled.